Event description:
In 2008, pt underwent an atherectomy using a silverhawk peripheral plaque excision system. During the procedure, the silverhawk became entangled in a previously placed 7.0 x 80 mm absolute self-expanding nitinol stent. Several attempts to free the silverhawk atherectomy device from the stent itself were unsuccessful. On the same day, pt was then taken to the operating room where she had an open procedure with left anterolateral preperitoneal approach to iliac system and, with successful removal of the device.